Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 29 closed samples corresponding to a usp 4/0 70cm hr17 and 4 open samples (2 unused with the thread still wound and 1 unused with the thread unwound corresponding to the description and 1 unused with the thread unwound corresponding to 70cm hrc30 usp 2/0). Production records have been reviewed and both products were manufactured one after the other. We assume that clean line was not performed and one or a few sutures of the product novosyn violet 2/0 (3) 70cm hrc30 were packed as novosyn violet 4/0 (1.5) 70cm hr17. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that clean line was not performed. Mix-up during manufacturing process. Final conclusion: considering that the samples received confirm one product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A thicker suture should be easily noticed by the surgeon and then he/she should decide if is better to continue with the thicker suture or switch to a thinner suture, this may involve removing the thicker suture and replacing it with a thinner one. Corrective/preventive actions: CAPA has been opened.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that, although the specifications for this product are 4-0, 17mm, and round needle, there is a mix-up of thicker threads and larger needles. Additional information has not been provided.